Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coseal had particulate matter. The event was further described as the polyethylene glycol (peg) solution would not flow out of the syringe due to what appeared to be visible particles in the peg syringes. This occurred prior to patient use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.